Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on 09/09/2015, on behalf of patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The complaint could not be confirmed because the transmitter has no voltage the reported event of an intermittent out of range was not confirmed. A root cause could not be determined.